Event description:
The report stated that the collagen from the vascade product did not come off of the wire. This is a new device for us. Unsure whether this can be attributed to use error or device malfunction. Manufacturer representative was not present.the manufacturer's representative has been contacted. He was not present at the time of trial.